Event description:
During procedure physician was using the ligasure and after one use noticed on the tip of the device a blade was protruding out of the end. Physician removed device and assistant opened a new one. There was no harm to patient. Not reprocessed.